Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. The patient's right atrial (ra) lead was oversensing noise. No intervention was performed. No additional info was reported.